Event description:
The customer was hospitalized for low bgs. It was indicated that the customer woke up with high bgs and tried to correct. Troubleshooting was performed. The reservoir was placed on the pump correctly and the reservoir door was intact. The programming and histories on the pump were accurate and pump was operating as designed.